Manufacturer narrative:
The device was received and an evaluation was performed to investigate the reported event. A review of the event history log verified the occurrence of a system error 107. The service history review was completed and did not determine the complaint is related to the previous service event. During evaluation, 'error 107' was reproduced while attempting to load a set. Causality was determined to be a failed upper auxiliary assembly. Upon conclusion of the investigation, the cause of the reported issue was determined to be a failed upper auxiliary assembly which was replaced. Should additional relevant additional information become available, a supplemental report will be submitted

Event description:
It was reported that a spectrum pump displayed system error 107(pic cam error). Any patient involvement, injury or medical intervention is unknown. No additional information is available.